Event description:
On 4/8/96 device was implanted. On 6/27/96 the pump and both cylinders were revised. On 7/19/96 the entire device was removed from the pt due to infection. Add'l serial #: bz739 004. Add'l lot #: bz739 004.